Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that a couple of months back (specific date not reported), the pt was seen at the hosp for a driveline infection. The pt received antibiotics and was discharged home.

Manufacturer narrative:
The pt remains ongoing on lvad support without any further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.